Manufacturer narrative:
The lot number is known and samples from known lot 10248397 were returned for evaluation. The complaint samples were found to meet manufacturing specifications. The manufacturing investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an optician on (B)(6) 2016 via telephone, a patient experienced a blurred sensation and the contact lens ¿not fixed¿ on the eye during contact lens wear. Additional information obtained via questionnaire on 03/23/2016 from the patient's eye care provider (ecp) office, indicated that the patient experienced a constant sensation of friction or rubbing, blurred vision when blinking and moderate redness and pain in the right eye (od). Physical examination showed a corneal ulcer and ¿keratitis inf. Pupillary¿ (information regarding the size, location, or depth of the ulcer was not provided). Physical findings showed no indication of anterior chamber reaction or permanent scaring. No biopsy was performed. There was no medication prescribed and the treatment included instruction to temporarily discontinue contact lens wear. The symptoms resolved and the patient has resumed contact lens wear. Additional information has been requested but not yet received.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process. The root cause could not be determined. (B)(4).